Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the insulin gauge remained static at 160 units of insulin. During a follow up call, it was reported that the customer was able to resolve the fill estimate issue. There was no impact to the customer's blood glucose level.